Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that tool breakage occurred during surgery. On follow-up, it was confirmed with the facility that there was no patient/staff impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirms that there was a delay in the procedure due to the preparation of a new tool and there was no issue with the patient post-surgery.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool returned was used and broken. It was noted that the fracture location were adjacent to the attachment's tool exit which has the greatest stress in bending. Fracture was perpendicular to axis of rotation and relatively planar. There was also a discoloration noted near the fracture location. The most likely cause of failure was fatigue in plane bending. The tool was pressed to dissect as rapidly as the f2/8ta23 or a side load was applied to the tool while it was not rotating. If the fracture happened during forward dissection, it is recommended to the customer to use lighter tip pressure while cutting or switching to a non-spiral f2 tool. If information is provided in the future, a supplemental report will be issued.